Event description:
It was reported that bd intima-ii closed IV catheter system leaked blood. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024, (B)(6) hospital with (B)(6) patients using bd racing 24g indwelling needle, the nurse used this indwelling needle after puncture found that the intravenous indwelling needle isolation plugs at the small holes of the leakage of blood leakage, and then replaced with a new needle to continue to infuse. The patient's family was very dissatisfied, the nurse was under a lot of pressure, and the nurse manager questioned the quality of the product.

Manufacturer narrative:
D.4: medical device expiration date: unknown. E1: address information was not provided, therefore, (B)(6) was used as a place holder. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4: device manufacture date: unknown.

Manufacturer narrative:
1. The customer returned 2 photos and 2 actual samples ( sku is 383033, batch code is 3080069, among which 1 is defective sample and the other is unused sample of the same batch). 1)the photos show blood stains in the groove in the middle of the septum. 2)testing of defective sample: a. The septum is assembled in place; the septum is tightly connected to the catheter hub; only the groove in the middle of the septum are stained with blood; the perforation in the center of the septum is closed. B. The leakage test is carried out on the defective sample, and it is found that there is leakage at the catheter and no leakage at the septum. C. After inspection, it is found that there is a damage to the catheter, the damage is about 8mm away from the catheter hub, and one side of the damage is obviously whitened; the catheter is slightly whitened in a few other places; the catheter tipping is good. D. Remove the septum, wipe the blood stains, check the groove of the septum, no leakage site is found; after the septum is cut open from the groove and tightened with a hemostatic clamp, it is found that there is a small gap on the surface of the septum, which does not extend to the center perforation of the septum, that is, it is not connected with the fluid pathway. Please see attachment (B)(4) for the photos. 3)penetration force test and leakage test are conducted on the other returned sample. The sample passes the tests, the needle tip force, catheter tip force and catheter drag force all meet the product specifications, and no leakage is found. Please see attachment (B)(4)for the test reports. 2. DHR/bhr review(lot#3080069): 1)this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch are taken for penetration force test and leakage test. The samples pass the test, the needle tip forces, catheter tip forces and catheter drag forces all meet the product specifications, and no leakage is found at the catheters and the septums. Please see attachment (B)(4) for the test reports. 4. Analysis of the defective sample: 1)judging from the damaged state of the catheter: abnormal puncture causes the needle tip to pierce the catheter and other parts of the catheter to turn white. (The catheter will be whiter after external force due to plasticity). Please see attachment (B)(4) for the photos of the simulated needle tip piercing the catheter. 2)there is no leakage in the groove of the septum itself. During puncture, due to the leakage of blood from the catheter, the blood spreads to the catheter hub, and enters the groove of the septum from the injection hole of the catheter hub, and the small gap in the groove of the septum makes us think that the blood is leaking there. 3)the good catheter tipping indicates that the catheter tip force is normal. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Through the detection of the returned samples, it is confirmed that the abnormal puncture causes the needle tip to pierce the catheter and bleed blood, and there is no leakage at the septum. This complained issue has nothing to do with product quality. H3 other text : see narrative.